Event description:
It was initially reported that the patient had an MRI in 2009. Following the MRI, the "pump was stripped and all the programming was erased". The patient went through morphine withdrawal with subsequent respiratory arrest and "a fib". The patient's blood pressure was reported to be 60/30; the patient experienced nausea and chills and was "stiff, in pain, was freezing but hot at the same time". The patient was admitted to the intensive care unit and was "stabilized". The patient was receiving intravenous morphine. The pump contained morphine (preservative free morphine sulfate). It was later reported that it was determined that no motor stall had occurred post MRI and pump was functioning properly. The hcp did not perform a study; the pump remained implanted. It was unknown why the MRI was ordered. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The device is included in the medical device safety alert, important information on potential MRI effects, physician communication (2008).